Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during defibrillation threshold testing, the lead failed to rescue the patient, and the patient had to be externally defibrillated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568, implantable pacing lead, (B)(6) 1998. (B)(4).

Event description:
It was reported that during defibrillation threshold testing, the lead failed to rescue the patient, and the patient had to be externally defibrillated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.